Event description:
New information noted that the right ventricular lead and implantable cardioverter defibrillator were explanted and replaced. The right ventricular lead exhibited far r- oversensing and inappropriate antitachycardia pacing.

Event description:
Related manufacturer reference number:2017865-2020-04420. It was reported that the implantable cardioverter defibrillator delivered inappropriate antitachycardia pacing due to ventricular oversensing. Programming changes were performed. The patient was in stable condition. New information noted that the right ventricular lead and implantable cardioverter defibrillator were explanted and replaced. The right ventricular lead exhibited inappropriate antitachycardia pacing due to ventricular oversensing.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator delivered inappropriate therapy and exhibited far r oversensing. Programming changes were performed. The patient was in stable condition.